Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing a cholesteatoma near the implant site. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well.